Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the (B)(6) registry stating that the pt was admitted with elevated lactate dehydrogenase (ldh), increased plasma free hemoglobin (hgb-pf), and dark tea colored urine. Pt was started on heparin gtt and received a tissue plasminogen activator (tpa) on admission. The pt's ldh and hgb-pf reportedly trended down.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(6) registry. The pt continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.